Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Lot #: 60127188 the device was manufactured between may 30, 2018 - may 31, 2018. Two devices were received for evaluation. The bags were received sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the spike port of both devices. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.